Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched liquid crystal display window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 180 mg/dl. The customer reported a button error alarm from the insulin pump. The battery of the insulin pump was reinstalled to no avail. The customer reported that the buttons of the insulin pump kept scrolling while in the process of programming a bolus. The customer also reported that the insulin pump might have inadvertently delivered insulin. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.